Event description:
It was reported there was unintended motion with the bed; when one of the buttons was pressed, the bed went into reverse trend on its own. There was patient involvement, but no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Device was evaluated by the distributor.